Event description:
It was reported that (1) device was used during a laparoscopic gastrectomy. It was reported by the affiliate that the tlc10 instrument staple malformed (staple would not bend to "b" shape and kept straight). Another instrument was used to complete the case. There was no consequence to the pt.